Event description:
It was reported that the touch pen (stylus) was not working with the programmer. The device was returned to service for repair. There was no patient involvement.

Event description:
It was reported that the touch pen (stylus) was not working with the programmer. The device was returned to service for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the touch pen would not work. The flex tape was replaced during trouble shooting. It was also noted that the printed circuit board was replaced due to the stylus connection not functioning. (B)(4).